Event description:
Device was implanted in 1999 and post-op the pt went to the emergency room with a painful infected knee joint. Surgeon removed the broken post from the articular surface and treated the infection. In 2004 the articular surface was removed and replaced with a 00-5994-030-20 surface. It was reported that the components were properly matched and appeared properly sized and positioned.